Manufacturer narrative:
As reported in a research article, mild stenosis of the valve was reported about 6 years after the valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2016, a 21mm trifecta gt valve was implanted during an aortic valve replacement. In (B)(6) 2022, on echocardiogram there was mild stenosis of the valve without any leak or dysfunction. There was a presence of an atypical image on the posterior leaflet, but there was no leakage or perforation. The average lv-aortic pressure gradient was 20mmhg. There was an increase in left ventricular filling pressure. No endocarditis was observed. The aortic vmax was 280.5 cm/s. In (B)(6) 2022, loose aortic stenosis was noted on echocardiogram. The aortic vmax was 276 cm/s. The valve was not replaced. The patient was reported to be in palliative care for end-stage heart failure.